Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('both tubes removed') and device breakage ('left the coil in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant) and complication of device removal ("left the coil in uterus"). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device breakage quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4), all information from this case were transferred to case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left the coil in uterus') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (after tomorrow I will be e-free/ surgery to remove essure (both tubes removed)). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event "after tomorrow I will be e-free" was updated to "left the coil in uterus". Reporter information was added. On 13-apr-2020: fu 2 & 3 were processed together. Quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('after tomorrow I will be e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure (both tubes removed)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('both tubes removed') and device breakage ('left the coil in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant) and complication of device removal ("left the coil in uterus"). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter considered complication of device removal, device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc. After internal review medical device removal and complication of device removal were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.